Manufacturer narrative:
(B)(4). Results: endoleak. Results and conclusions: reverse funnel shaped distal aorta.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately fourteen months ago. Aneurysm and vessel morphology at the time of implant were not reported. The distal aorta was reverse funnel shaped, without calcification, and had moderate thrombus. The patient had renal insufficiency, so co2 rather than contrast was used. On a follow up appointment a distal endoleak was noted. The taa size at the time of the event was 6 cm. The patient was treated with a 36x32 talent distal main placed to extend down to the celiac, resolving the endoleak. No clinical sequelae were reported and the patient is fine.